Manufacturer narrative:
The persona tibial articular surface provisional (ps tasp) was received with complaint for investigation. Visual inspection of the returned tasp bottom components identified that a small piece had fractured off of the post on both devices. The small fractured pieces were not returned (pieces were discarded after event occurred). This device is used for treatment. Corrective actions investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. The ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. This lot was confirmed that it was manufactured in september 2015 (after the design modification), with an approximate field age of 7 months, and has been used in an unknown number of surgeries. A definitive root cause could not be determined for the tasp from this lot fracture. It appears that the devices left zimmer biomet conforming based on the inspection of the returned devices and the approximate field age.

Manufacturer narrative:
This report will be amended when our investigation is complete. Received, not yet evaluated.

Event description:
It is reported that the tibial articular surface provisional broke during sterilization.

Manufacturer narrative:
This report will be amended when our investigation is complete.